Event description:
It was reported that multiple cartridge alarms occurred during pumping. Customer¿s blood glucose level was not impacted. Customer loaded a new cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.